Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report sleeve steering difficulty and relaxed [stretched] gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade o 4. The xtr clip delivery system (sds) was advanced, but there was difficulty steering and the gripper line was very relaxed. Therefore, the device was removed and replaced with a new cds. Two clips were implanted reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the results of the returned device analysis couldn¿t confirm the reported issues. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported unintended movement and difficult to open or close could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: removed device code 1601, added device code 2921.

Event description:
Additional information received reported that during the procedure, the gripper arms were not raising. There was no issue with the gripper line. No additional information was provided.